Manufacturer narrative:
This supplemental report is being submitted to provide the correction. Updated fields: h2. Corrected fields:d8, h11. In addition, the following reportable malfunction was identified during the device evaluation: inadequate dielectric strength. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the damaged outer tube the dielectric strength was inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gynecologic laparoscope exhibited a blurry image. There were no reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection and the reported failure was confirmed due to a defective charged coupled device (r-unit). In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged and water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely component failure led to the malfunctions. Olympus will continue to monitor field performance for this device.